Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reportable malfunction is cause not established and the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign objects, the connecting tube had a foreign object, and the shaft guide had corrosion. There was no patient involvement.